Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex device was returned for analysis, inside a sealed biohazard bag and a shipping box. The pipeline flex braid was returned stuck inside the returned phenom 27 catheter hub. Damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was found to be stretched. The braid¿s distal end was not open due to damaged braid, while the proximal end was open and frayed. The braid¿s middle part was fully open with no damage. No bends or kinks were found on the pusher wire. No other anomalies were found. Testing/analysis: the pipeline flex braid was removed from the phenom 27 catheter hub without issues. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at middle¿ report could not be confirmed, as the middle part of the braid of the returned pipeline flex device was found to be fully open with no damage. However, the distal end of the braid was not open due to the damaged braid, while the proximal end was open and frayed. However, the cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the vessel tortuosity was moderate, and the device was not placed in a vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. A damaged braid could have contributed to the failure to open. Braid damage can occur due to re-sheathing more than two times, over-manipulation, deployment technique, delivering/retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. The damage noted on the braid (fraying) and hypotube (stretched) indicated that high force was used. The damage likely occurred when the customer attempted to deliver the pipeline flex device through the phenom 27 catheter against resistance. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no issues with the phenom27 catheter. The middle section of the pipeline did not open. It was not placed in a vessel bend when it failed to open. Pushed the intermediate catheter to go upper in an attempt to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the ped-475-35 was pushed to go upper to the straight segment of the middle cerebral artery m1 through the phenom27 microcatheter. Stabilized the stent push wire, and the microcatheter was withdrawn to deploy the tip end of the ped stent. After sufficient length was deployed, the tip end of the stent was successfully opened. The phenom27 and ped stent were retrieved into the internal carotid artery, anchored at the distal end, and continued to deploy. A combination of push and pull enabled the distal end of the stent to open smoothly, maintaining good adhesion to the wall. However, after deployment to the mid-segment, the stent kinked, preventing smooth opening. Pushing the intermediate catheter to go upper, partially retrieving the stent, and deploying it again did not resolve the stent kinking issue. Retrieving the stent again, deploying it, and then increasing and decreasing tension still failed to resolve the issue. The ped stent and phenom 27 catheter were then removed from the body. A new phenom 27 and ped stent were used, and the procedure was successfully completed. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a fusiform, unruptured right internal carotid artery cavernous sinus segment ane urysm with a max diameter of 7.63mm and a 12.33mm neck diameter. Landing zone: distal: 4.56mm and proximal: 4.78mm. It was noted the patient's vessel tortuosity was moderate. Access vessel was the femoral artery with a 4.21mm diameter. Dapt (dual antiplatelet trea tment) was administered, pru level was 0. The angiographic result post procedure was normal.